Event description:
It was reported that the cartridge was cracked. Customer¿s blood glucose level was not impacted. Reportedly, the customer performed a cartridge change to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.